Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for high impedance. Hvli impedance trend was stable except for two out-of-range values. The lead was explanted and replaced.